Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved confirmed the report. A visual examination of the returned device shows the solder joint adhering the metal tip (ssr thread 10fr) to the irrotational cable to be intact. However, the metal tip has broken: a small portion remains soldered to the tip of the device, the rest has separated and was not provided with the return. The returned device had bends at the purple shrink tube at the proximal end. The handle was found to have sections of discoloration. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use indicates the following: "once stent is securely connected to retriever, open elevator of endoscope and slowly pull stent and stent retriever out of channel making sure wire guide is left in place." Pulling too quickly on the stent with the stent receiver may damage the stent receiver. Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is currently being assessed and a follow up report will be sent. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a soehendra stent retriever (ssr-10). The device was used for removal of a pancreatic stent with an endoscopic approach via the duodenal papilla. The drill part of the device tip became separated [tip broke]. Additional information received on 30-october-2020 states that the device was used for removal of a biliary stent with an endoscopic approach via the duodenal papilla. It was very difficult for the physician to reach the duodenal papilla due to duodenal stenosis. Another manufacturer's 10fr biliary stent had been placed for a month in the patient while waiting for a pancreatoduodenectomy (pd). However, the biliary stent got clogged, so the reported ssr-10 was used and screwed into the biliary stent through a guidewire for a stent exchange. Traditionally, the distance from the channel of the endoscope to the duodenal papilla should be kept when retracting the reported device into the channel of the endoscope, but the drill part [tip] of the reported device got separated when the physician attempted to retract the reported device into the channel. The duodenal stenosis prevented the channel from keeping the desired distance to the duodenal papilla. Since it was difficult to keep the distance from the channel of the endoscope to the duodenal papilla, it was impossible to remove the biliary stent with a snare or holding forceps. Therefore, a straight 7fr endoscopic retrograde biliary drainage (erbd) stent was placed and the drainage flow was secured. The separated drill part [tip] of the reported ssr-10 remained in the duodenal side of the biliary stent. Thanks to the 7fr erbd stent, drainage flow is being secured. A pd will be performed soon. The biliary stent and the separated drill part of the reported ssr-10 will be removed in the excising. Additional information received on 02-november-2020 states that another manufacturer's straight 7fr erbd stent was placed by a stent-by-stent technique and drainage flow was secured. The detached tip of the soehendra stent retriever remained inside the patient¿s body until the patient undergoes a pd procedure, which is reported to be completed soon. The patient required placement of a 7 fr erbd stent due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved confirmed the report. A visual examination of the returned device shows the solder joint adhering the metal tip (ssr thread 10fr) to the irrotational cable to be intact. However, the metal tip has broken: a small portion remains soldered to the tip of the device, the rest has separated and was not provided with the return. The returned device had bends at the purple shrink tube at the proximal end. The handle was found to have sections of discoloration. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use indicates the following: "once stent is securely connected to retriever, open elevator of endoscope and slowly pull stent and stent retriever out of channel making sure wire guide is left in place." Pulling too quickly on the stent with the stent receiver may damage the stent receiver. A corrective action has been initiated concerning device failure due to metal tip detachment. Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.